Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a cysto/bladder irrigation set disconnected from the stopcock, causing a leak. The reporter stated that the ¿irrigation set port that attaches to the stopcock is not stiff enough to stay connected to the stopcock. Over time the port loosens and disconnects from the stopcock causing a leak.¿ this occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.